Manufacturer narrative:
The cast cutter blade subject to this event was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The IFU for the cast cutter blade has a warning which states "cut with an up and down motion as shown. Straight cutting may cut or burn the patient." The investigation results indicate that the user may have contributed to this event.

Event description:
It was reported that while removing a padded fibreglass cast, the pt received a very minor cut to the forearm from the cast cutter blade. It was also reported that the pt was immediately treated by antibiotic cream and a band-aid to control the bleeding. It was also reported from the account; that the doctor concluded that this event was due to user error.